Manufacturer narrative:
A ge rep has evaluated the system and could not reproduce the reported problem.

Event description:
Customer reported the collimator stayed closed after going to mag1. No pt injury was reported.